Manufacturer narrative:
Investigation is ongoing. Valve remains implanted.

Event description:
As reported, an email was received from a physician stating, there appears to be possible late post tavr erosion causing large hemorrhagic pericardial effusion several months after tavr. The patient is not on any anticoagulation, and no infection/cancer is detected on CT/fluid. Of note, this individual also developed a post tavr perimembranous vsd immediately after their tavr and it was initially thought to be small. It seemed that the vsd had increased in size by tee and it is now causing symptoms.

Manufacturer narrative:
Based on the review of the case imaging and medical records for this event, this complaint is no longer considered to be an FDA reportable event. A correction the previously reported event is being submitted in this supplemental report. A detailed review of the case imaging and medical records received for this case was performed by an edwards medical proctor. Imaging review impression: the medical records and imaging for a report of possible valve tissue erosion was performed. The patient has a pre-existing congenital malformation of the heart, moderate-sized peri-membranous ventricular septal defect (vsd) with left-to-right shunting as seen on pre-operative CT images and documented in medical records provided. The patient also has a history of sarcoidosis. Medical records state that a successful tavr procedure with no complications was performed. The patient returned to the hospital approximately 6 months post tavr with increase in pericardial fluid. A side-by-side comparison of the vsd suggested ''no significant change in size/shunt fraction with before compared to after tavr.'' Assessment and plan: ''further evaluation and imaging will be needed to piece these findings together and see whether they are correlated to his underlying diagnosis of sarcoid'' with plans for a cardiac MRI. Per the cardiology office note of 11/17/2022, the patient underwent extensive workup to look for the etiology for the pericardial fluid, but all results were negative. Rheumatology recommended cardiac MRI to rule out sarcoidosis. Per medical records, since there was no active intra or post procedural bleeding, and no cardiac injury or complications post tavr implant, it is more likely that the reported pericardial effusion several months after tavr is related to the patients pre-existing conditions (sarcoidosis). Tissue erosion related to the 29mm sapien 3 transcatheter heart valve was not seen on imaging. Furthermore, the reported vsd was present on the echo prior to the tavr procedure, not caused by it. At the time of this report, there is no evidence that suggest the tavr procedure worsened the vsd. The pericardial effusion was not due to any procedure related adverse event, but more than likely due to the patient's history of sarcoid. The MRI report has been requested multiple times, however, to date the information has not been provided. Should any additional information become available, this complaint will be reassessed. Based on the review of case imaging and medical records, this complaint is no longer considered to be an FDA reportable event.

Event description:
Medical records were received for evaluation. The original operative report noted that the patient had originally presented with severe aortic stenosis. The patient had some confounding in terms of symptomatology as they had dyspnea that they previously attributed to their pre-existing vsd. ''The gradient across the vsd will improve, however a valve could stretch this defect.'' The patient received the 29 sapien s3 in the aortic position via right femoral artery approach. The implant was a success with ''trivial paravalvular regurgitation and a small amount of valvular regurgitation.'' No procedural complications or edwards device malfunctions were listed. Catheterization performed approximately 6 months post implant was performed. Successful pericardiocentesis was performed with drainage of 1100 ml of bloody pericardial fluid. Of note is that during the duration of the right heart catheterization, which was done after pericardiocentesis, there was significant re-accumulation of blood. Approximately 120 ml. The physician noted ''further evaluation and imaging will be needed to piece these findings together and see whether they are correlated to his underlying dx of sarcoid.'' Side by side comparison of the vsd suggests no significant change in size/shunt fraction with before compared to after tavr. Given the recurrent effusions, it would be good to ensure this patient does not have cardiac sarcoid. Cardiac MRI is required. Tte performed confirmed a small circumferential pericardial effusion was present. There was no evidence of tamponade physiology and a moderate pleural effusion is present in the left lateral region. Cardiology intervention noted pericarditis with effusion, congenital malformation of the heart, vsd, and pericardial effusion. Right heart catheterization showed evidence of elevated rv pressure at 70mmhg with gradient across the rvot d/t hyperdynamic circulation at the time of tamponade. The tee showed ''peri membranous vsd slightly increased in dimension compared to pre-tavr dimension by tte with the left to right shunt present during systole, well seated and normally functioning tavr valve.'' The patient underwent extensive workup to look for etiology for the pericardial fluid but everything came back negative so far. Rheumatology recommended cardiac MRI to rule out sarcoidosis. The patient reported getting stronger, walking with a cane, and is able to climb one flight of stairs.

Manufacturer narrative:
Updated b.5 and b.7 with information from medical records received. Investigation is ongoing.